Event description:
It was reported that a remote monitoring transmission was sent due to chest pain and a rhythm change on the way to the emergency department. There was a possible fast, abrupt rate to the 140's. There was one atrial tachycardia/atrial fibrillation episode that appeared likely to be noise. There was also possible intermittent atrial undersensing observed on the right atrial (ra) lead. The p-waves were noted to be small. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)